Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent graft was found completely deployed and was not returned as it was implanted in the patient. The tip of the distal end of the outer sheath including the radiopaque marker of the delivery system was broken off and missing as was reported to have been anchored to the wall of the vessel. Also, provided photos clearly show a broken and detached piece of the stent sheath which has been anchored to the vessel wall with a second placed stent. It was reported that the procedure was performed sheathless, tracking vessel was minimally tortuous due to the deterioration of the av graft, the lesion was pre-dilated and the device was flushed prior to use. The intended placement of the device in the arterial limb of a thigh loop graft arterial limb of a thigh loop graft represents and off-label use. Therefore, based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment. A definite root cause for the reported event could not be determined. The intended placement of the device in the arterial limb of a thigh loop graft represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instruction for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instruction for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instruction for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. The instruction for use states "the fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft and for the treatment of stenosis in the venous outflow of hemodialysis patients dialyzing by an av graft". (Expiration date: 10/2026) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure for a diseased access site segment through the arterial limb of a thigh loop graft, the stent allegedly jumped missing the target lesion. It was further reported that the catheter tip allegedly broke off in the vessed during deployment. Reportedly, the broken visible marker was captured against the wall of the graft by using another stent. The current status of patient is unknown.